Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger, product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and sciatic nerve injury. It was reported that the patient had a recharging problem as the controller showed no device found (screen 16). Sometimes recharging would stop and it would need to be restarted. The issue had progressively gotten worse. They were unable to charge. They moved the recharger around and still couldn't charge. The controller won't connect even with the recharger hooked up. It showed to connect the recharger. They tried physician recharge mode and saw 90, but the controller wouldn't connect and the bluetooth wasn't working. The ins had been tipped forward since implant and it was unknown if the recharging issue was related. No symptoms were reported. No further complications were reported or anticipated.